Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with a component of the columbus knee implant system. According to the complaint description, postoperatively patient device interaction was problematic. A polyethylene swap was scheduled for (B)(6) 2024. Additional information was requested but was not available at the time of this report. The adverse event is filed under aesculap reference number (B)(4).